Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem, overheating) has been confirmed. Upon investigation the battery charger/modem was unable to recognize a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events resulted from the defective battery charger/modem. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt connector damaged) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse events resulted from the defective electrode belt. Device manufacturer date charger: 05/21/2018, electrode belt: 07/07/2014.

Event description:
A us distributor reported that a patient had a battery charger problem, and a damaged belt connection.